Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175r. H3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported the x-ray couldn't be taken out when the imaging system was delivered. The generator was not ready. There was no patient involvement. X-ray could not be taken when the imaging system was delivered.

Manufacturer narrative:
H2) the charger enclosure was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Charger enclosure passed visual inspection and was installed in test system. Th system did not initialized. Motion, generator and communication were successful. Dash software confirm charger cards voltage was less than 400v and all chargers were not charging. B01,c02,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175r, serial/lot #: (B)(6) rev. 8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.